Event description:
An error message was reported with the adc device. A customer received an "error 7" message on their reader display and was unable to obtain readings. As a result, the customer experienced hypoglycemia and feeling sleepy. The customer was unable to self treat and was administered a glucose injection by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. A valid strip serial number was not provided for the reader. An extended investigation has been performed for the reported reader serial number of the complaint. The DHR for the libre reader indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre reader passed all tests prior to release and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer received an "error 7" message on their reader display and was unable to obtain readings. As a result, the customer experienced hypoglycemia and feeling sleepy. The customer was unable to self treat and was adminsitered a glucose injection by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained strips. Visual inspection has been performed on returned reader and minor damage to the plastic channel retaining the pins of the usb port was observed. However, this damage did not affect the readers ability to charge or connect to computer. The returned reader powered on with button press, but it did not power on with strip insertion. An extended investigation has been performed on returned reader. Visual inspection has been performed on returned reader casing, reader's pcba (printed circuit board assembly) and strip port by using a microscope. No physical damage was observed on the reader's casing. However, liquid contamination was observed on the reader's pcba and port pins. The returned reader powered on with the button depression but did not power on with test strip insertion. Reader data has been downloaded. An error message was detected in reader data, suggesting the presence of a wet strip or port. Therefore, this issue is not confirmed to use. If the strip is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.